Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella pump the left femoral artery was punctured with the 6f sheath. Implantation was aborted and the patient was in stable condition.

Manufacturer narrative:
D1 brand name and d4 catalog number were updated. H6 clinical code updated from e05011 to e2403. H6 impact code changed from f1903to f26. H6 med dev prob code removed a150204 and a01 and added a25. Additional information was received which stated that no abiomed product was used. The failed introducer was from another company and then the impella implant procedure was aborted. Previous h6 coding has been updated to no apparent adverse event, no clinical signs/symptoms, and no patient consequence, as there was no issue or use of an abiomed product.

Manufacturer narrative:
It was confirmed that during implantation of an impella pump the left femoral artery was punctured by a sheath manufactured by another company. Manufacturer report number 1220648-2026-00610 and 1220648-2026-00610-01 were submitted in error.

Manufacturer narrative:
Additional information was received which stated that no abiomed product was used. The failed introducer was from another company and then the impella implant procedure was aborted. Previous h6 coding has been updated to no apparent adverse event, no clinical signs/symptoms, and no patient consequence, as there was no issue or use of an abiomed product. Therefore, abiomed has considered this event not reportable and no further reports will be submitted for MFR report number 1220648-2026-00610.